Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5043706) in united states on 10-aug-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009. The lot number used was 629140. She reported that ever since she had the essure implant, she experienced pain on the left side of the abdomen and had painful and excessive bleeding with periods. Ptc investigation result was received on 20-aug-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: batch number 629140. Production date: 1/2009. Expiration date: 1/2012. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 01-oct-2015: no new information. Follow up information received on 17-jun-2016: legal claim was received for this patient; this report is considered legal case from this date forward. On (B)(6) 2009, the plaintiff had essure inserted. On or about (B)(6) 2011, she began to experience debilitating pelvic pains as well as painful, heavy menstrual cycles. These problems persisted throughout the year, with her visiting her doctor several times with no success in alleviating the pain. On or about (B)(6) 2013, she underwent an endometrial ablation, hoping to stop the bleeding and pain, however, this procedure was ineffective in preventing these symptoms permanently. At the reporting tome, the plaintiff was exploring definitive options to cure the pain, and is hoping to have the coils removed soon. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced excessive bleeding with periods / heavy menstrual cycles /bleeding and debilitating pelvic pains. An endometrial ablation was performed in order to stop the bleeding and pain. This procedure was ineffective in preventing these symptoms permanently. Plaintiff was exploring definitive options to cure the pain, and is hoping to have the coils removed soon. The events are listed in the reference safety information for essure. Menses pattern changes and pelvic pain may occur with essure therapy. Based on their nature and considering a compatible temporal relationship, a causal relationship between these events and suspect insert cannot be excluded. Upon receipt of follow-up information, this case was upgraded to incident since intervention was performed and device removal will be performed. Additionally, non-serious events were added. An updated product technical complaint is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 10-aug-2016. Quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure in tube but mispositioned"), pelvic pain ("debilitating pelvic pains"), menorrhagia ("excessive bleeding with periods / heavy menstrual cycles /bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure (batch no. 629140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast reduction and cholecystectomy. Concurrent conditions included polycystic ovarian syndrome. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("pain on the left side of abdomen"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods /painful menstrual cycles/dysmenorrhea cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oophorectomy) and surgery (ablation was done in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, ultrasound scan vagina revealed again noted is a lobulated hypoechoic mass like lesion within the anterior lower abdominal/pelvic soft tissues measuring 2.1 x 4 cm. This was fairly similar in configuration when compared ultrasound. From (B)(6) 2011. Again, this remained indeterminate, though given the long-standing nature of this process, is likely to be benign. However, I do recommend CT scan for further evaluation if not previously performed. Probable arcuate versus septate uterus. Endometrial stripe within normal limits. Ovaries unremarkable. Final diagnosis revealed uterus, hysterectomy and bilateral salpingooophorectomy: cervix: no specific pathologic features. Endometrium: proliferative endometrium with focal disordered growth pattern. Myometrium: adenomyosis, serosa: fibrous serosal adhesions. Fallopian tube, right- essure insert in place. Foreign body giant cell reaction. Fallopian tube, left essure insert in place. Endometriosis. Ovary, right: -benign cystic follicles. Ovary, endometriosis-benign cystic follicles. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- essure in tube but mispositioned and abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse). Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5043706) on (B)(6)2015. The most recent information was received on (B)(6)2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure in tube but mispositioned"), pelvic pain ("debilitating pelvic pains"), menorrhagia ("excessive bleeding with periods / heavy menstrual cycles /bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure (batch no. 629140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast reduction and cholecystectomy. Concurrent conditions included polycystic ovarian syndrome. On (B)(6)2009, the patient had essure inserted. In april 2009, the patient experienced abdominal pain ("pain on the left side of abdomen"). In july 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods /painful menstrual cycles/dysmenorrhea cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2016, 7 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy), surgery (hysterectomy (full) with bilateral salpingo-oopherectomy) and surgery (ablation was done in (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)2015, ultrasound scan vagina revealed again noted is a lobulated hypoechoic mass like lesion within the anterior lower abdominal/pelvic soft tissues measuring 2.1 x 4 cm. This was fairly similar in configuration when compared ultrasound. From (B)(6)2011. Again, this remained indeterminate, though given the long-standing nature of this process, is likely to be benign. However, I do recommend CT scan for further evaluation if not previously performed. Probable arcuate versus septate uterus. Endometrial stripe within normal limits. Ovaries unremarkable. Final diagnosis revealed uterus, hysterectomy and bilateral salpingooophoerectomy: cervix: no specific pathologic features. Endometrium: proliferative endometrium with focal disordered growth pattern. Myometrium: adenomyosis, serosa: fibrous serosal adhesions. Fallopian tube, right- essure insert in place. Foreign body giant cell reaction. Fallopian tube, left essure insert in place. Endometriosis. Ovary, right: -benign cystic follicles.ovary, endometriosis-benign cystic follicles quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: follow-up receipt date corrected according to attached source document. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Initially received via regulatory authority (food and drug administration, reference number: mw5043706) on 10-aug-2015. The most recent information was received on 15-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure in tube but mispositioned/malposition of essure device: location of device: type: in tube but mispositioned"), pelvic pain ("debilitating pelvic pains/pain"), menorrhagia ("excessive bleeding with periods / heavy menstrual cycles /bleeding/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure (batch no. 629140) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's past medical history included breast reduction and cholecystectomy. Cervix: no specific pathologic features. Concurrent conditions included polycystic ovarian syndrome, polycystic ovarian syndrome, urethral disorder, sexual transmission of infection, pap smear abnormal since 2014, uterine bleeding and left lower abdominal discomfort (pain when patient has menses). Concomitant products included medroxyprogesterone (depo provera) for irregular periods as well as acetylsalicylic acid (aspirin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("pain on the left side of abdomen"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods /painful menstrual cycles/dysmenorrhea cramping") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("left lower abdomen pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingo-oopherectomy) and surgery (ablation was done in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and abdominal pain outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2015, ultrasound scan vagina revealed again noted is a lobulated hypoechoic mass like lesion within the anterior lower abdominal/pelvic soft tissues measuring 2.1 x 4 cm. This was fairly similar in configuration when compared ultrasound. From (B)(6) 2011. Again, this remained indeterminate, though given the long-standing nature of this process, is likely to be benign. However, I do recommend CT scan for further evaluation if not previously performed. Probable arcuate versus septate uterus. Endometrial stripe within normal limits. Ovaries unremarkable. Final diagnosis revealed uterus, hysterectomy and bilateral salpingooophoerectomy: cervix: no specific pathologic features. Endometrium: proliferative endometrium with focal disordered growth pattern. Myometrium: adenomyosis, serosa: fibrous serosal adhesions. Fallopian tube, right- essure insert in place. Foreign body giant cell reaction. Fallopian tube, left essure insert in place. Endometriosis. Ovary, right: -benign cystic follicles. Ovary, endometriosis-benign cystic follicles. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-aug-2018: pfs received - reporter's information was updated. Events added: she didn¿t undergo essure confirmation test, left lower abdomen pain. Outcome of following events were updated from unknown to recovered / resolved: left lower abdomen pain, cramping, abnormal bleeding, painful intercourse. Pelvic pain from not recovered to recovered. Concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.